Event description:
It was reported that the battery cell impedance graphs have been showing incorrect values in the patient management database application (db). Technical support (ts) explained that db take the data that is given so the graph should be based on whatever the data the device was sending. The client said that the transmissions were coming in from session sync (ss) or retrieve from programmer (rfp) and no one in the clinic is manually changing or adding any of the values in db. Ts asked the client to get save to disk files of the encounters for at least one of the patients so replicate. Db remains in use. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).